Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the cap could not be removed from the pump; the reporter did not specify if the issue was with the battery cap or the cartridge cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. The returned battery cap was undamaged and was able to fully tighten and be removed with no defects. A test battery cap is able to be fully tightened and be removed with no defects. The battery compartment threads are not damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.